Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was checked on the clinic and the threshold was adjust from medium to low, based on blunted histograms. A week later, the patient returned to the clinic to have the settings returned. The patient claimed to have an episode of presyncope during an irregular road, while driving. Upon review, it was found that the crt-d inappropriately stored atrial tachy response (atr) episodes due to noisy signals oversensing on the right atrial (ra) lead and the plan is to continue to monitor. This crt-d remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was checked on the clinic and the threshold was adjust from medium to low, based on blunted histograms. A week later, the patient returned to the clinic to have the settings returned. The patient claimed to have an episode of presyncope during an irregular road, while driving. Upon review, it was found that the crt-d inappropriately stored atrial tachy response (atr) episodes due to noisy signals oversensing on the right atrial (ra) lead and the plan is to continue to monitor. This crt-d remains in service. No adverse patient effects were reported. It was reported that, the right atrial (ra) lead of this crt-p was programmed off due to high pacing impedance out of range for over a year. This crt-p remains in service. No adverse patient effects were reported.